Event description:
It was reported that as the patient was in pre-op getting ready for the device changeout, there was involuntary leg movement with diaphragmatic stimulation. The lead was reprogrammed during the changeout procedure. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2010; 6947 implantable tachy lead, (B)(6) 2010. (B)(4).